Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release.user reports an infection on the sensor site, with symptoms of pain and lot of pus coming from the insertion site. User's hcp is aware of the event, but no medication was prescribed. The user was encouraged to follow up with his hcp for further medical guidance.no further resolution was found necessary for this complaint.

Event description:
On 24 may 2024,senseonics was made aware of an incident where user reported an infection at the insertion site.user has the symptoms of pain and pus coming from the insertion site.user's hcp is aware of the event, but no medication was prescribed.the user was encouraged to continue following up with his hcp for further medical guidance.